Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured left femoral artery pseudoaneurysm (impella side) with a "definite" relationship to the impella device used: ¿following impella sheath removal from l groin, hematoma noted, believed it was from track ooze as angio shows hemostasis of vessel. Arterial us pod1 l groin positive for two-lobbed psa measuring 1.1cm x 1cm x 1.3 cm x 1.4cm. Vascular surgery consult. Pod2- successful thrombin injection to l femoral artery pseudoaneurysm. Le arterial us negative for psa. Hematoma remains. Significant ecchymosis in l groin extending into proximal thigh that is soft, palpable dp/pt pulses b/l. Baseline hgb 15.6. Nadir 12.6 on pod1. D/c home in stable condition on pod3 w/ hgb trending up at 13.6.¿ the patient recovered with sequelae.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.